Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband's blood glucose has consistently remained in the 500 mg/dl and 600 mg/dl range due to unspecified issues with the insulin pump. The customer used shots to treat his blood glucose. No troubleshooting occurred, and no products were shipped or returned.